Manufacturer narrative:
Additional information: b5, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure, the handpiece was not working properly as the sealing was not optimal. There was activation tone and end tone heard but there was no re-grasp alert noted. The doctor stated the issue and requested a change of equipment. Initially, the generator platform was switched to another of the same ft10 model, which seemed to work well at first. However, the doctor again complained about the sealing, leading to another equipment change. They were able to create 10 successful seals before the issue occurred. The surgery continued successfully after the change. There was bleeding but blood transfusion was not necessary.

Manufacturer narrative:
D10 concomitant product: lf1944, jaw lap lf1944 ligasure maryland 44 cm (lot #43300207x). Additional information: d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection revealed that bleeding had occurred. It was reported that the handpiece was not working properly as the sealing was not optimal. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the handpiece was not working properly as the sealing was not optimal. The doctor stated the issue and requested a change of equipment. Initially, the generator platform was switched to another of the same ft10 model, which seemed to work well at first. However, the doctor again complained about the sealing, leading to another equipment change. The surgery continued successfully after the change. There was no patient injury.